Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49346. It was reported the patient experienced lead migration. As a result, surgical intervention may take place at a later date to address the issue.